Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 451 mg/dl. Customer had blood glucose levels of 140, 173, 116, 180 and 289 mg/dl. Customer was treated with insulin pump. Customer stated that the drive support cap was normal. Customer stated there was no air bubbles and leak. Customer did not allege insulin pump for under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for the analysis.